Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. Bluetooth telemetry was successfully restored. There were no patient consequences.